Event description:
The account reported the right side rail has a broken weld and the side rail will not latch due to not being able to rotate. No pt injury reported.

Manufacturer narrative:
The account found the cause to be a faulty weld on the right side rail. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. The account replaced the right side rail to resolve the issue. Based on this info, no further action is required.